Manufacturer narrative:
Reference record (B)(4). Catalog number 4 is the international list number which is similar to us list number of 062918. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Gastro-intestinal ulcers are known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. A physician reported that the patient was hospitalized due to anemia. On (B)(6) 2021, the patient underwent a gastroscopy which revealed small wounds and a gastric ulcer high in the intestine. The physician suspected that the small wounds and the high intestinal ulcer were due to intestinal tube and wanted to remove the intestinal tube. During the removal of the intestinal tube, the nurse pulled out 30cm; however, the tube became stuck. The connector(s) were reassembled and the part of inner tube that has been pulled out was put in a plastic bag and taped. At the time of report, the intestinal tube was in the ventricle. The physician's alternative etiology for the dislocation of the intestinal tube being stuck was due to deposits at the inner fixation plate (internal bumper).